Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Additional information was provided by the customer. The patient has returned to the doctor's office since this event and was not pregnant.

Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results for one patient on their e- module. The patient's initial hcgb result was 0.100 iu/ml accompanied by a data flag and it was reported outside the laboratory. The sample was repeated and the result was 0.100 iu/ml accompanied by a data flag. The patient was confirmed to be five weeks pregnant by an ultrasound. The sample was sent to another laboratory to be tested using an unknown method. On (B)(6) 2013, the result was <1 iu/l. The customer did not know what results were correct. There were no adverse events. The hcgb reagent lot number was 16956305 and the expiration date was 01/31/2014. The field service representative went on site. He tested the sample from the master tube and from a pour off sample and received results of 0.1 iu/ml. He confirmed the sample and reagent alignments and dispense. All checks passed.

Manufacturer narrative:
The calibration and quality control results were within range and a reagent issue was not likely. There was no evidence of an instrument related problem. The elecsys result was deemed to be correct as the patient was not pregnant.